Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer replaced the power management board; however, the issue persisted. The customer then replaced the motor controller board and the issue was resolved.

Event description:
It was reported that the unit declared an error 111b (35 volt failure), a touch screen failure, and a blower failure. There was no patient involvement. The event date was not specified; estimate used.